Manufacturer narrative:
Based on the results of the investigation, a definitive root cause could not be determined. It is likely the camera cable had a crack (hole) and could not be kept airtight, and water was assumed to have entered, resulting in flooding. However, a definitive root cause could not be determined. It is likely the video connector is cracked, and it is assumed that the airtightness could not be maintained, resulting in a watertight failure. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a crack (hole) in the camera cable, video connector is cracked or chipped, camera cable is flooded, poor water tightness of the video connector, corrosion at the electrical contact point of the video connector, and chemical residue on the video connector. There was no patient involvement.